Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard tones from the device. Upon interrogation, it was observed that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. At this time, information suggests that the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that multiple attempts have been made by the physician and field to contact the patient related to the observation. However, no further response has been received from the patient. At this time, information suggests that the device remains implanted. No adverse patient effects have been reported.